Manufacturer narrative:
H3: analysis of the 97715 serial #nme775379h found no insignificant anomolies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the ins was explanted on 2021-06-16. It was noted the ins would be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that "the controller is not working". Pt states the controller does power on but will not connect to the ins. Pt states when he tries to connect to the ins the controller is showing "no device found". Pt states they contacted manufacturing representative (rep) and the rep did troubleshooting with them "for hours" and was finally able to connect to the ins and was able to charge the ins on saturday. Caller states they even charged the controller overnight and the controller was fully charged and was still showing no device found. Pt then stated he and the rep were getting the "no device found" with and without the recharger antenna (rtm) attached. Pt states rep wants to have the controller replaced. Pt states he last charged the ins on saturday and the controller is fully charged. Pt states the rtm shows no damage and the controller is fully charged. No symptoms reported. A replacement controller was sent to the patient. On (B)(6) 2021, the patient's friend or family member reported that they received the new controller and when they turn the controller on to check the battery levels, they will get no device found since saturday. Caller said they didn't have trouble charging implanted neurostimulator (ins) but it was after they recharged controller that they started to have the issue finding ins. Caller said they tried all day yesterday and today on (B)(6) (with only controller and with a cord plugged in (unknown if ac power supply or rtm as caller said the green light was on controller)) but still got no device found. Caller said they were near pt when trying to unlock controller the past few days. Caller said they usually charge when ins battery gets to 70% or they will get no device found. Had caller and pt start a recharging session and caller said they placed rtm over ins, but got no device found. After pressing recharge, caller described passive recharge mode with the middle number 94. After a few minutes, caller reported recharging excellent, controller battery 100%, ins 60%. Had caller stop recharging, lock controller, and then try to unlock/connect with only controller, and caller reported controller connected right away. They plugged rtm back in and reported rtm connected right away and started charging (ins was now 70%). Had caller reset controller to obtain serial number and after reset caller reported being able to connect right away. Caller did not see any damage to rtm or controller. Reviewed as equipment was working as intended during the call, to monitor recharging/connecting to ins and call back if the issue occurs again. Pt and pt rep called back on (B)(6) re-reporting issues documented in this case. Pt rep reports that they charged the ins last night, and then charged the controller. Pt rep states when they turned the controller on this morning, they kept getting no device found. Pt rep states they did a controller reset and plugged the rtm into the controller to connect. Pt rep states the ins and controller batteries were at 100%. Pt came onto the line and noted this is his 2nd controller, he is not covering the top of the controller w/ his hand, and the controller is close to the ins. Reviewed emi and considerations w/ switching environments. Pt was able to connect while on the phone with. Offered to replace the controller again and reviewed to follow up w/ the hcp if issue persisted. Pt inquired if something was wrong with the ins. Reviewed that cannot diagnose issues over the phone and to follow up with the hcp if issues continued for in-person troubleshooting with equipment. On (B)(6) 2021, patient rep and patient called to ask for assistance pairing new controller to implant. Patient services (pss) walked through set up process and "no device found" was seen, once 'recharge' was pressed the implant started charging like normal and was at 90%. Caller was able to stop charging session and restart charging session like normal. No symptoms were reported. On (B)(6) 2021, manufacturer representative (rep) is currently with a patient who reports intermittent telemetry issues. The patient typically gets a no device found retry/recharge, performs a few passive recharges and then charges normally. Last night patient recharged to 100%. This morning the controller can not find ins. The caller reported performing a passive recharge for at least an hour prior to calling using both patient equipment and demo (caller has a demo complete system: controller, lithium battery and rtm). We attempted to disable and re-enable the ins but received the retry/recharge screen 16. Requested we try only demo equipment to rule out pt equipment issues. Caller indicated trying 2 - 10 minutes passive recharges prior to calling w/ her demo. Had caller complete another 10 minutes passive w/ demo and still unable to disable/re-enable. Having caller perform another 10 min passive recharge. Patient was getting stiff from sitting so long while troubleshooting so caller will perform passive recharge after pt moves for a short period of time. Outcome unknown but demo and pt equipment appear to be performing the same. Provided caller case number and asked to call back for further troubleshooting. There is no way to check health of ins when it is unresponsive. The caller called to follow-up on this case. The caller attempted to do another two 10 minute passive charging sessions between the first call and this follow-up call. The controller and tablet were still not communicating with the ins. The caller used a demo controller and recharger and attempted to run the disable device function. The controller indicated that no device was found after the controller ran through the disable and re-enable process. The caller used the patient's controller and recharger attempted to run the disable device function. The controller indicated that no device was found after the controller ran through the disable and re-enable process. The caller indicated that the ins is on the right side and it is superficial, not tilted, and not too deep. The implanter evaluated the pocket and indicated that the site looks fine. Tss reviewed that the options with an ins that will not communicate are to charge the ins or explant it. The caller will follow up with the medical doctor. On (B)(6) 2021, additional information was received. It was reported the patient had difficulty recharging. The patient with their nurse had tried multiple passive recharges and they still couldn't get a normal recharge screen and received no device found. The battery depleted on (B)(6) 2021. The patient had trouble keeping the charge above 50%. The last time patient saw his doctor the tablet won't connect to the implant. A new recharger was requested. On (B)(6) 2021, additional information was received. It was reported after meeting on (B)(6) 2021 the patient went home and tried to connect. They laid down while trying to connect and after 2 passive recharge cycles they were connected to the ins again and was able to charge fully. It was noted that on (B)(6) 2021 the patient let the ins go low and the stimulator shut off. The patient tried to reconnect their controller to the ins and performed a passive charge for 60 minutes with no luck connecting. On (B)(6) 2021, they received call from the rep who conferences on patient and caregiver. Caller stated they walked caregiver through disable device function earlier today and it was unsuccessful. At this point, ins shut off 4 days ago so it hasn't been charged in 4 days, has been off and patient is in pain. Caller attempted to re-pair controller to ins but it wasn't successful since ins is depleted so set-up screen remains on controller. Tss walked caregiver through set-up for implant and this resulted in getting to passive recharge cycle with antenna locate screen showing average of 94-95. Caregiver stated that patient is lying on recharger since that's the only way they can get it to connect and they can feel ins and the middle of the ins is centered in the middle of the hole of the recharger. After going through passive recharge cycle, the "unable to recharge" screen 74 appeared and then "no device found". Tss had caregiver initiate passive recharge cycle off the ins and the antenna locate screen showed numbers of 63/64. All throughout the call, caregiver could hear recharger clicking at expected times during the passive recharge cycle. Technical services (tss) reviewed that external equipment appears to be functioning as intended and patient can continue to attempt passive recharge cycles, caller could meet with patient in office and attempt disable device twice as tss has had that resolve situations before but if none of those options are successful, the ins would need to be explanted/replaced. Tss reviewed warranty process and if explanted, ins needs to be returned within 30 days of explant. Caller states, regarding this call, the new rtm did not resolve the pt's issue. Tss asked, caller states the primary issue right now is the pt cannot get past passive charge mode. Tss reviewed that new product will not resolve that issue and the device needs to be disabled. The caller reviewed the other cases mentioned in this record. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the patient¿s ins was never capable of recharging after so many attempts with the help of technical services. They were planning to return the current ins for evaluation and possible warranty replacement. On (B)(6) 2021, the patient's friend or family member reported that they received the new controller and when they turn the controller on to check the battery levels, they will get no device found since saturday. Caller said they didn't have trouble charging implanted neurostimulator (ins) but it was after they recharged controller that they started to have the issue finding ins. Caller said they tried all day yesterday and today on (B)(6) (with only controller and with a cord plugged in (unknown if ac power supply or rtm as caller said the green light was on controller)) but still got no device found. Caller said they were near pt when trying to unlock controller the past few days. Caller said they usually charge when ins battery gets to 70% or they will get no device found. Had caller and pt start a recharging session and caller said they placed rtm over ins, but got no device found. After pressing recharge, caller described passive recharge mode with the middle number 94. After a few minutes, caller reported recharging excellent, controller battery 100%, ins 60%. Had caller stop recharging, lock controller, and then try to unlock/connect with only controller, and caller reported controller connected right away. They plugged rtm back in and reported rtm connected right away and started charging (ins was now 70%). Had caller reset controller to obtain serial number and after reset caller reported being able to connect right away. Caller did not see any damage to rtm or controller. Reviewed as equipment was working as intended during the call, to monitor recharging/connecting to ins and call back if the issue occurs again. Pt and pt rep called back on (B)(6) re-reporting issues documented in this case. Pt rep reports that they charged the ins last night, and then charged the controller. Pt rep states when they turned the controller on this morning, they kept getting no device found. Pt rep states they did a controller reset and plugged the rtm into the controller to connect. Pt rep states the ins and controller batteries were at 100%. Pt came onto the line and noted this is his 2nd controller, he is not covering the top of the controller w/ his hand, and the controller is close to the ins. Reviewed emi and considerations w/ switching environments. Pt was able to connect while on the phone with. Offered to replace the controller again and reviewed to follow up w/ the hcp if issue persisted. Pt inquired if something was wrong with the ins. Reviewed that cannot diagnose issues over the phone and to follow up with the hcp if issues continued for in-person troubleshooting with equipment. On (B)(6) 2021, patient rep and patient called to ask for assistance pairing new controller to implant. Pss walked through set up process and "no device found" was seen, once 'recharge' was pressed the implant started charging like normal and was at 90%. Caller was able to stop charging session and restart charging session like normal. No symptoms were reported. On (B)(6) 2021, manufacturer representative (rep) is currently with a patient who reports intermittent telemetry issues. The patient typically gets a no device found retry/recharge, performs a few passive recharges and then charges normally. Last night patient recharged to 100%. This morning the controller can not find ins. The caller reported performing a passive recharge for at least an hour prior to calling using both patient equipment and demo (caller has a demo complete system: controller, lith batt and rtm). We attempted to disable and re-enable the ins but received the retry/recharge screen 16. Requested we try only demo equipment to rule out pt equipment issues. Caller indicated trying 2 - 10 minutes passive recharges prior to calling w/ her demo. Had caller complete another 10 minutes passive w/ demo and still unable to disable/re-enable. Having caller perform another 10 min passive recharge. Patient was getting stiff from sitting so long while troubleshooting so caller will perform passive recharge after pt moves for a short period of time. Outcome unknown but demo and pt equipment appear to be performing the same. Provided caller case number and asked to call back for further troubleshooting. There is no way to check health of ins when it is unresponsive. The caller called to follow-up on this case. The caller attempted to do another two 10 minute passive charging sessions between the first call and this follow-up call. The controller and tablet were still not communicating with the ins. The caller used a demo controller and recharger and attempted to run the disable device function. The controller indicated that no device was found after the controller ran through the disable and re-enable process. The caller used the patient's controller and recharger attempted to run the disable device function. The controller indicated that no device was found after the controller ran through the disable and re-enable process. The caller indicated that the ins is on the right side and it is superficial, not tilted, and not too deep. The implanter evaluated the pocket and indicated that the site looks fine. Tss reviewed that the options with an ins that will not communicate are to charge the ins or explant it. The caller will follow up with the md. On (B)(6) 2021, additional information was received. It was reported the patient had difficulty recharging. The patient with their nurse had tried multiple passive recharges and they still couldn't get a normal recharge screen and received no device found. The battery depleted on (B)(6) 2021. The patient had trouble keeping the charge above 50%. The last time patient saw his doctor the tablet won't connect to the implant. A new recharger was requested. On (B)(6) 2021, additional information was received. It was reported after meeting on (B)(6) 2021 the patient went home and tried to connect. They laid down while trying to connect and after 2 passive recharge cycles they were connected to the ins again and was able to charge fully. It was noted that on (B)(6) 2021 the patient let the ins go low and the stimulator shut off. The patient tried to reconnect their controller to the ins and performed a passive charge for 60 minutes with no luck connecting. On (B)(6) 2021, they received call from the rep who conferences on patient and caregiver. Caller stated they walked caregiver through disable device function earlier today and it was unsuccessful. At this point, ins shut off 4 days ago so it hasn't been charged in 4 days, has been off and patient is in pain. Caller attempted to re-pair controller to ins but it wasn't successful since ins is depleted so set-up screen remains on controller. Tss walked caregiver through set-up for implant and this resulted in getting to passive recharge cycle with antenna locate screen showing average of 94-95. Caregiver stated that patient is lying on recharger since that's the only way they can get it to connect and they can feel ins and the middle of the ins is centered in the middle of the hole of the recharger. After going through passive recharge cycle, the "unable to recharge" screen 74 appeared and then "no device found". Tss had caregiver initiate passive recharge cycle off the ins and the antenna locate screen showed numbers of 63/64. All throughout the call, caregiver could hear recharger clicking at expected times during the passive recharge cycle. Tss reviewed that external equipment appears to be functioning as intended and patient can continue to attempt passive recharge cycles, caller could meet with patient in office and attempt disable device twice as tss has had that resolve situations before but if none of those options are successful, the ins would need to be explanted/replaced. Tss reviewed warranty process and if explanted, ins needs to be returned within 30 days of explant. Caller states, regarding this call, the new rtm did not resolve the pt's issue. Tss asked, caller states the primary issue right now is the pt cannot get past passive charge mode. Tss reviewed that new product will not resolve that issue and the device needs to be disabled. The caller reviewed the other cases mentioned in this record. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the patient¿s ins was never capable of recharging after so many attempts with the help of technical services. They were planning to return the current ins for evaluation and possible warranty replacement.